Event description:
The olympus field service engineer reported (on behalf of the customer) that an e116 and e117 error occurred while using the visera 4k uhd camera control unit. The issue occurred during the diagnostic procedure (percutaneous laser disc decompression), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found there was no image output through sdi1 (serial digital interface) and the back panel was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image output through sdi1 (serial digital interface) occurred due to connection failure or a defect of the video cable. The root cause could not be identified. Olympus will continue to monitor field performance for this device.